Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer. No erroneous results were reported outside of the laboratory. The sample initially resulted as greater than 10000 miu/ml. The sample was diluted 1:20 and repeated, resulting as 101060 miu/ml. The sample was diluted 1:20 and repeated a second time, resulting as 65800 miu/ml. The patient was not adversely affected. The hcgb reagent lot number was 210151. The reagent expiration date was asked for, but not provided. The field service engineer replaced tubing on the analyzer and now it is functioning normally. Performance testing was run on the analyzer and it was normal. The issue was resolved after these actions.